Event description:
It was reported that the event occurred in the hemodynamics dept. During the insertion of the permanent catheter the registered nurse (rn) had the medical device for the procedure in the operating room (or), the introducer 8fr x 24 was assembled for the rn and when the medical doctor (md) tried to pass the guide wire, the dilator head broke. The md immediately removed the device and it was not used because of the risk to the patient. There was a reported interruption in the procedure however no harm to the patient was reported. There was no reported patient death, injury or complications. Medical/surgical intervention was not required. Additional info received april 20. Another cl-07824 was inserted successfully. The hub separated from the dilator while it was used in the patient. There was no excessive bleeding. The patient outcome is stable.

Manufacturer narrative:
Qn#: (B)(4).